Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarm failed battery test on (B)(6) 2022 03:27:27.000 in pump downloaded history. Pump passed active current test, and self-test; however pump failed sleep current test (52.3ma). No other unexpected alarms in pump history download. No unexpected alarms of alerts during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Replaced pcba2 with test pcba2 and pump passed sleep current test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads cracked, faded label, missing display window cover, and cracked keypad overlay. Cosmetic damage was confirmed due to cracked case at corner of belt clip rails. Unexpected error message not confirmed. Unexpected battery power loss confirmed. Problem isolated to pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and will be returned for analysis.